Event description:
I had a biomet partial knee replacement in (B)(6) 2015 at (B)(6) medical center in (B)(6) after fracturing my patella and having orif in (B)(6) 2014. I continue to have pain, swelling and stiffness in my knee, despite completing all pt allowed. I have continually reported these problems to my surgeon he doesn't seem worried and only says "the x-ray looks perfect". I have filed for disability because I am unable to work as a nurse and I walk with a cane about 50 percent of the time. The injury is covered under worker's comp in (B)(6). Because my surgeon appears unconcerned about my complaints, nothing is being done to help.